Event description:
It was reported that a patient underwent revision surgery to address a pyrenees self-starting screw migration on the right side of c3.

Manufacturer narrative:
Additional data: d4 , d6a , d9 , h4.

Event description:
It was reported that a patient underwent revision surgery to address a pyrenees self-starting screw migration on the right side of c3.